Event description:
Olympus medical system corp. (Omsc) was informed that during an endoscopic sphincterectomy (est) with sphincterotome in combination with psd-20, the cutting wire broke as soon as the doctor activated output. He used other kds but the cutting wires of two devices broke in a row. He saw a flash like discharge on the endoscopic image when cutting wire broke. He exchanged psd-20 to competitor's device and completed the procedure with new kd-v411m-0725. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wires were broken at the coated portion and the broken sections were melted and burned. In addition, the cutting wire was also broken near the distal end of the tip. There were no abnormalities of outer diameter of the cutting wires. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. This report is being submitted as a medical device report in an abundance of caution. Reference: 8010047-2013-00394, 00396 and 00397.